Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: three (3) events were reported for this quarter. Product return status: three (3) devices were received for evaluation. Evaluation status: two (2) events were confirmed during testing. Two (2) devices were found to be affected by fractured or missing components. One device evaluation is in progress. Product disposition: the devices were repaired and returned to the user facility. Additional information: there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device had a component detach. Three (3) events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale: 1 previously reported event is included in this follow-up record. Evaluation status: 1 reported event was confirmed during testing. 1 device was found to be affected by missing retaining pins and damage to the front end.   1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had a component detach. 3 events had no patient involvement; no patient impact.